Manufacturer narrative:
Concomitant medical products: 5f pinnacle terumo sheath, 5000 units heparin. Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not properly deploy to the outside of the artery wall and manual pressure was held for 5 minutes and a hematoma occurred. The procedure was interventional peripheral procedure. The procedure used a retrograde approach. The deployer was certified. The sheath introducer was a 5f non-cordis. There were multiple sheath exchanges. The procedural sheath was not greater than 7f. There were no multiple stick attempts made before intravascular access was achieved. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no tortuosity. The stick location was at common femoral artery (cfa) above the bifurcation and below the inferior epigastric artery (iea). There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The activated clotting time (act) during the procedure was not taken. The patient¿s international normalized ratio was not >1.5. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered. An additional 20 minutes of manual pressure was applied to resolve the hematoma and 5000 units of heparin was given as a prophylaxis. The product was not returned for analysis. A product history record (phr) review of lot f1932202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ and ¿hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract. Hematomas are a known complication of this procedure and listed in the instructions for user (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not properly deploy to the outside of the artery wall and manual pressure was held for 5 minutes and hematoma occurred. Therefore, additional 20 minutes of manual pressure was applied to resolve the hematoma and 5000 units of heparin was given as a prophylaxis. The procedure was interventional peripheral. The procedure used a retrograde. The deployer was certified. The sheath introducer was a 5f non-cordis. There were multiple sheath exchanges. The procedural sheath was not greater than 7f. There were no multiple stick attempts made before intravascular access was achieved. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no tortuosity. The stick location was at common femoral artery (cfa) above the bifurcation and below the inferior epigastric artery (iea). There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel has no stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was a pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The activated clotting time (act) during the procedure was not taken. The patient¿s international normalized ratio was not >1.5. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The patient recovered. The device will not be returned for evaluation as it was thrown away after the procedure.